Event description:
It was reported that while in the cardio cath lab, the md punctured pts' left femoral artery & inserted a super arrow-flex (saf) sheath with dilator. The md attached the blue one-way valve & vacuumed the balloon catheter twice inside of the tray to wrap the balloon tightly. The md then grasped the catheter closely & removed it from the tray horizontally according to instructions for use. During the intra-aortic balloon (iab) catheterization, the balloon stopped advancing & stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath due to critical resistance. As a result, the md removed the saf sheath & iab together & md opened a new iab kit (iab-05840-u). The md used a new saf sheath & balloon catheter from a second iab kit & finished the catheterization. There was no excessive bleeding during the second procedure & md used the same insertion site (left femoral artery). There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was listed as 10 mins. The pt outcome is "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.